Event description:
The reporter stated that the surgeon was advancing a 22.0 dipoter three piece collamer lens model cq2015 in the msi-pm injector prior to insertion and the injector tore the lens. The dr decided not to use the lens. No pt contact or injury. This is the second incident that happened to this pt. See mfrs report number 2023826-2006-00863 for the first report.

Manufacturer narrative:
The injector was not returned for evaluation; however, the lens was returned and a visual inspection shows a tear in the optic near the haptic junction. There is clear surgical residue on the lens. Conclusions - no conclusions can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge was not returned for evaluation.